Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced multiple high blood glucose. The customer was away from home and forgot their supplies. The customer changed out their set before leaving home but their blood glucose levels went high. Their first blood glucose level for that day was about 200 mg/dl. They took a bolus. They checked their blood glucose level again and it was 300 mg/dl. The customer skipped lunch. When they came home their blood glucose level was over 600 mg/dl. They removed the set and found it was crimped. The customer's current blood glucose level was 487 mg/dl. The customer had symptom of nausea. Troubleshooting was not performed as the customer did not feel well. The customer will treat their high blood glucose with an insulin shot, change out their insulin pump, and monitor their blood glucose. The device was not returned for analysis.